Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were very high sic (sensing integrity counter) counts for the right ventricular (rv) lead. It was also noted that there have been high/undefined pacing impedance and high/undefined rv defib impedance on the rv lead in the past. The rv lead remains in use. No patient complications have been reported as a result of this event.